Manufacturer narrative:
Patient information was requested form the customer, but no response received.

Event description:
The customer reported that the ventilator shuts down while transporting the patient. The patient was bagged the rest of the transport. The customer reported that the unit was in use on patient, but there was no patient harm reported.